Event description:
Healthcare professional reports inconsistent results on protime microcoagulation system. Protime generated inr 1.8 while pt was taking coumadin 4 mg/day. Lab inr was not reported. Customer indicated result was at upper range of reportability. Pt admitted to ER with severe nosebleed an unspecified number of days after protime test. Treatment required blood transfusion. Pt's therapeutic range 2.5-3.5.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4) (cuvette lot# a1p3c043). Device has been requested. No product returned. Device history record for cuvette lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record eval completed. Cuvette lot met all release criteria. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.